Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, the pulse generator was attempted to be interrogated and was unsuccessful due to rf telemetry anomaly. Only wand connection was available to interrogate the device. The patient was fine.